Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported crack at battery tube side, screen/display window cover, keypad anomaly, and low reservoir anomaly. Blood glucose value at the time of event was 270 mg/dl and the hyperglycemic event was treated with manual injection and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880l, mmt-397a, mmt-332a. Troubleshooting was performed for hyperglycemic event. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for cosmetic damage allegation. Customer stated that, damage affecting/impacting pump functionality. Customer was advised to replace the insulin pump. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. However, moisture damage noted on keypad traces. No unexpected low reservoir alert alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarmed low reservoir alert alarm during normal bolus on (B)(6) 2025 22:03:23.00 in pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case (battery compartment). The p-cap/reservoir does lock properly. Pump passed required testing, low reservoir alert functioned properly during testing. No unexpected low reservoir alerts noted during test. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed however, moisture damage noted on keypad traces. Cosmetic damage confirmed at the battery compartment. No damage noted at window display cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.